Event description:
It was reported that the user experienced a low blood glucose event, confirmed by a manual fingerstick of 45 mg/dl after not receiving pump alerts, and self-treated immediately with oral carbohydrates. Symptoms included dizziness and awareness of hypoglycemia. Outcomes included an urgent low glucose episode without hospitalization. Troubleshooting and education were completed with the user to address hypoglycemia management and alert functionality. Investigation included a review of the event details and user-reported device behavior. Investigation of this case revealed an unclear cause for the hypoglycemia, with user-reported missed alerts but no confirmed device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was unknown. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.